Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm. Customer's blood glucose was 180 mg/dl at the time of incident. The customer reported the alarm occurred during normal use. Customer also reported five signal too low alarms occurring. It was also found the customer had an unexpected restart alarm. Customer reported the alarm was recurring during normal use. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.